Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k) # is k062195.

Manufacturer narrative:
Follow up # 1/supplemental report text-02/14/2011. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a low/dead battery. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6), 2011 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6), 2011 at 6:00pm. The patient informed the cca that she was not taking any diabetes medications at the time of the alleged issue. It is not known if the patient made any changes to her diabetes management regimen due to the alleged issue. On (B)(6), 2011 at 5:15am, the patient reportedly became shaky, cold , and was stuttering. Immediately, the patient stated she self treated with food and/or drink. The patient indicated no other blood glucose device was used at the time of the alleged issue. At the time of troubleshooting, the cca noted the patient had used the subject meter before, there was no misused of the meter, and the battery needed replacement. The patient was able to replace the battery; however the alleged power issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.